Event description:
Additional information: it was reported there were no changes in treatment, and no tissue damage.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed. One 4fr sl powerpicc solo catheter was returned for evaluation. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed at the 8 cm depth marker. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned ¿ fracture edges which were rounded and polished due to repeated material wear ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing) an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. Repetitive kinking of the indwelling catheter appears to have contributed to the observed leak; however, the specific circumstances surrounding how kinking developed into a fracture within the catheter tubing were ultimately unknown. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed and was determined to be use related. One 4fr sl powerpicc solo catheter was returned for evaluation. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed at the 8 cm depth marker. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned ¿ fracture edges which were rounded and polished due to repeated material wear ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing) an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported, "the patient had a piccline catheter inserted on february 9th 2024 because of cancer treatment with chemotherapy. In connection with a contrast injection during an x-ray examination, the patient had a swollen forearm and leakage was observed from the insertion site. The PICC line was discontinued and a hole of approximately 10 cm was found at the insertion point on the catheter. A new catheter has been placed. It appears that there may have been a delay in the treatment as well as discomfort for the patient because of the insertion of an additional catheter." No other information was provided. Additional information 5/10/2024: it was reported there was no harm or injury to the patient.

Event description:
It was reported, "the patient had a piccline catheter inserted on (B)(6) 2024 because of cancer treatment with chemotherapy. In connection with a contrast injection during an x-ray examination, the patient had a swollen forearm and leakage was observed from the insertion site. The PICC line was discontinued and a hole of approximately 10 cm was found at the insertion point on the catheter. A new catheter has been placed. It appears that there may have been a delay in the treatment as well as discomfort for the patient because of the insertion of an additional catheter." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported, "the patient had a piccline catheter inserted on (B)(6) 2024 because of cancer treatment with chemotherapy. In connection with a contrast injection during an x-ray examination, the patient had a swollen forearm and leakage was observed from the insertion site. The PICC line was discontinued and a hole of approximately 10 cm was found at the insertion point on the catheter. A new catheter has been placed. It appears that there may have been a delay in the treatment as well as discomfort for the patient because of the insertion of an additional catheter." No other information was provided. Additional information 5/10/2024: it was reported there was no harm or injury to the patient. Additional information was received for this event as part of a focus survey. The following additional detail was provided: survey details: total catheter length 45cm, placed in brachial vein, exit marking 0cm, ECG PICC confirmation, locked with sodium chloride 0.9% and secured with statlock and glue. Unknown how PICC was dressed. PICC used oncology treatment of trastuzumabemtansim and warm CT contrast up to 5 ml/sec - max 300 psi. Unknown if PICC experienced any occlusions. Leakage identified internal to the patient at 10cm mark. PICC in use approximately 50 days. Patient was in the hospital in CT when leakage was identified. Patient did go home with PICC, no patient or caregiver maintenance of device. No x-ray imaging of this incident available. Catheter site cleaned with chlorhexidine solution poured from a bottle (chlorhexidine 5%).

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported, "the patient had a piccline catheter inserted on (B)(6) 2024 because of cancer treatment with chemotherapy. In connection with a contrast injection during an x-ray examination, the patient had a swollen forearm and leakage was observed from the insertion site. The PICC line was discontinued and a hole of approximately 10 cm was found at the insertion point on the catheter. A new catheter has been placed. It appears that there may have been a delay in the treatment as well as discomfort for the patient because of the insertion of an additional catheter." No other information was provided. Additional information 5/10/2024: it was reported there was no harm or injury to the patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is confirmed; however, the exact cause is unknown. One photograph of a powerpicc was returned for evaluation. A visual observation of the photograph showed a circumferential split in the catheter tubing. While a split could be seen in the catheter tubing of the sample in the returned photograph, no details of the damage could be discerned. Use residue was observed on the sample in the returned photograph. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.